Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was rec'd that stated while the device was in use smoke was noted. The device was removed from svc. The hosp bio-med opened the device case and found evidence of overheating, melting and damage. There was no pt harm or serious adverse event.